Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt ((B)(6)) is implanted with two leads. It was reported the pt lost stimulation. Diagnostic testing revealed invalid and high impedance measurements. In turn, the pt may undergo surgical intervention at a later date. The device info is unavailable at this time.